Event description:
It was reported that malfunctions occurred with two separate serial numbers/lots of a hand piece for battery powered driver. It was reported that the buttons were sticking on serial number (B)(4), causing the motor to continuously run. It was also reported that the motor for serial number (B)(4) was inconsistent and that the buttons did not always work. All of the malfunctions were discovered pre-op, during routine inspection of the units. No patient involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Malfunction discovered by the synthes sales consultant. Device is an instrument and is not implanted or explanted. Device was received by manufacturer for review/investigation on (B)(6) 2015. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. A review of the service and repair history has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot #5592571 / serial #(B)(4): a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2014 due to motor failure and (B)(6) 2013 for a loose component. The customer called in a service request for this item on (B)(6) 2015 and reported the device is inoperable (will not turn off). The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable - will not turn off. The manufacture date of this item is september 4, 2007. Service & repair evaluation: the customer reported the motor was running continuously and the buttons were sticking. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #005851), circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection, and returned to the customer on (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.